Event description:
Upon trying to draw blood after implantation of the indwelling catheter, dr determined the 16 ga catheter was too small to accept the kit's syringe, or even a standard syringe. The bad catheter had to be removed and a second catheter had to be implanted. As it was an ER procedure, this extra time could have resulted in pt injury or death. In addition, this was an aids pt. Dr has catheter which has a different colored hub than the correct catheter.